Manufacturer narrative:
(B)(4): physio-control examined the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was that leg 1 of a pcb-mounted jack connector, designator j9, on the digital pcb assembly had a broken/loose leg at the pcb solder pad. This prevented the backlight from functioning, leaving the display very dimly lit, to the point of not being able to read it at all.the customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their display was unreadable due to being extremely dim. As a result, the device user may not be able to see the label for the analyze button, which the device user would need to press in order to determine the need for defibrillation therapy. There was no patient use associated with the reported event.